Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the steerable guide catheter (sgc) when air bubbles were visualized within the sgc. Troubleshooting was preformed and it was identified that the hemostatic valve was damaged. The mitraclip and sgc was removed from the patient, replacement devices were selected. The replacement mitraclip was successfully implanted. The final mr was reduced to <1. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.